Event description:
Customer alleged the lancet needle will not retract in the softclix plus lancet system. No accidental sticks or adverse events were reported. A request was made for the return of the suspect device and replacement product was sent.